Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. The hospital disposed of the device.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system ace 68 hi-flow kit. During the procedure, the physician advanced a stent retriever device through the penumbra system ace 68 reperfusion catheter (ace 68) and initiated the aspiration. While attempting to pull the stent device through the ace 68 during aspiration, the physician experienced resistance and the stent device became stuck. The physician then pulled the ace 68 and noticed that the ace 68 seemed to have stretched and unraveled. The procedure was ended after the first pass. There was no report of an adverse effect to the patient.